Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, perforation and pericardial effusion. The right ventricular (rv) lead was repositioned and remains in use. When repositioning the right atrial (ra) lead the helix was inadvertently over-extended resulting in small p waves and high thresholds. The ra lead was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.